Manufacturer narrative:
The device is being investigated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4).

Event description:
Error messages were displayed on the programmer when the pump was inquired. The issue was observed prior to implantation and the device was not removed from its sterile packaging. The device was returned for evaluation.

Manufacturer narrative:
Device evaluation: the device was subjected to visual external and internal inspection, as well as electrical testing. The evaluation determined that a component was not operating normally. Based on the results of the investigation, the reported event was confirmed. Internal complaint number: (B)(4).